Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, therefore, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) cycle power. The tsr advised hp to restart the setup with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Baxter product surveillance contacted the care giver (cg) on (B)(6) 2011 regarding reported problem. The cg stated that they had to undo the setup and start all over from scratch. The cg stated they double checked everything, but they are not sure what caused the alarm. The cg confirmed that once they started over the patient was able to continue therapy without further problems. The cg could not recall the lot number of the cassette at this time, nor did they have any samples available for further evaluation. The cg stated they did talk to their nurse regarding the alarm, and no medical intervention was needed. The cg stated that the patient overall is doing very well with therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.